Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The patient has the clinical history/medical records of idiopathic scoliosis and extension of previous fusion to pelvis. When the patient bent over to tie shoe a pop was heard. Loading conditions, patient anatomy, the integrity of the screw-rod engagement during surgery; the patient's activity like bending over to tie shoe after the surgery and his previous clinical history can be likely causes. Conclusion: the exact cause of the disengagement is unknown.

Event description:
It was reported that a revision surgery was performed from 5/19 case. Rods pulled out from 5.5-6.0 connectors. When following up on case with surgeon, it was stated that this is the third time this has happened with the same connectors. The sales rep do not have knowledge or previous cases.

Event description:
It was reported that a revision surgery was performed from (B)(6) case. Rods pulled out from 5.5-6.0 connectors. When following up on case with surgeon, it was stated that this is the third time this has happened with the same connectors. The sales rep do not have knowledge or previous cases.